Event description:
It was reported that the patient had inappropriate shocks due to oversensing of myopotential noise. Also, the intrinsic signal was low. The pulse generator pocket was revised and the electrode was explanted and replaced. There were no additional adverse patient effects.